Manufacturer narrative:
It is currently unknown if the device will be returned for evaluation.  A review of the manufacturing documentation associated with this lot (17634395) presented no issues during the manufacturing process that can be related to the reported event.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sidearm of an avanti catheter sheath introducer fell off after the end of the procedure causing blood loss.

Manufacturer narrative:
As reported, the sidearm of an avanti catheter sheath introducer fell off after the end of the procedure causing blood loss. Attempts to gather further information have been unsuccessful.  The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17634395 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.